Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot 17381139 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during co9il embolization of an m1 cerebral aneurysm, a revive se could not advance through a prowler select plus microcatheter (606s252/ 17381139). The physician had attempted to insert the revive se, but there was resistance felt and it could not be delivered. The catheter was replaced with another one (marksman), and the procedure was successfully completed without further issues. However, due to the event it was delayed for 3 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The product will be returned for investigation. No further information was available.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of an m1 cerebral aneurysm, a revive se could not advance through a prowler select plus microcatheter (606s252/ 17381139). The physician had attempted to insert the revive se, but there was resistance felt and it could not be delivered. The catheter was replaced with another one (marksman), and the procedure was successfully completed without further issues. However, due to the event it was delayed for 3 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No further information was available. A non-sterile prowler select plus 150/15cm was received coiled inside of a pouch. No damages were noted on the hub. The microcatheter was inspected and compressed section was found at 141cm from the proximal end of hub. The microcatheter body was inspected under vision system; compressed section was found on it. The ID from the microcatheter was measured and were found within specification. The functional analysis was performed. The received microcatheter was flushed out using a lab sample syringe and the water came out from the distal end of the device. An enterprise lab sample was introduced into the microcatheter and it could be advance through the device and friction was felt when it was advanced through the compressed section on the catheter body. However, the enterprise passed totally the body of the microcatheter. A review of the manufacturing documentation associated with this lot 17381139 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to advance a device through the catheter was not confirmed during the functional analysis however, resistance was felt at the compressed area of the catheter. The cause of the failure appears to have been due to the compressed section found on the device; however, the cause of these defects could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally, inspections are in place that prevents these kinds of damages leaving from the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.